Event description:
It was reported that during evaluation of a returned homechoice machine, a company representative identified one increased intra-peritoneal volume (iipv) event which occurred in the therapy initiated on (B)(6) 2012 23:37:20 per the device logs. During night drain cycle four, the patient's ultrafiltration reading was 967ml, indicating the home patient (hp) drained 967ml more than their maximum programmed fill volume of 1400ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The root cause was determined to be one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a follow-up will be sent.